Manufacturer narrative:
After further investigation of this complaint, there were no records for this patient in the database. The agent indicated that the implant was most likely from a competitor.

Event description:
Revision surgery - due to a poly swap.